Event description:
Per (B)(4) report: a fistulogram was bring performed on a (B)(6) female patient. The physician inserted a 5 fr. Micropuncture and it was all rolled up in subs tissue. When he removed the wire, it uncoiled and snapped off, leaving a small amount of the end of the wire in subs tissue. This was confirmed by x ray. Nothing to be done. Patient was stable and tolerated well. No change in assessment occurred. The patient did not require add'l procedures due to this occurrence nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.